Event description:
It was reported that, the patient had atha with an accolade tmzf and an adept metal on metal hip system on (B)(6) 2010. Recently, she complained a hip pain. A result of her blood test, the percentage of cobalt had increased. Therefore, the surgeon decided to perform a revision ((B)(6)).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, the patient had atha with an accolade tmzf and an adept metal on metal hip system on (B)(6) 2010. Recently, she complained a hip pain. A result of her blood test, the percentage of cobalt had increased. Therefore, the surgeon decided to perform a revision ((B)(4)).

Manufacturer narrative:
The patient is (B)(6). An event regarding revision surgery involving an accolade stem was reported. The event was not confirmed. Material was observed under the medial surface of the neck of the stem. Bony matter was also identified on the coated portion of the stem. A material analysis was also performed. The report concluded: "the debris taken from just below the trunnion of the stem had a composition that was consistent with a corrosion product. No material or manufacturing defects were observed on the device examined." A medical review was performed and concluded, "in conclusion, the available information permits to conclude that there are no device-related factors present regarding the performance of stem despite the presence of some moderate degree of corrosion on the stem taper. This should be considered more or less physiological in high friction large head metal-on-metal bearings that would lead to elevated micro-motion between stem taper and large femoral head and thus may contribute to corrosion. There is no cause for hip pain in the stem while the elevated blood cobalt levels have their origins in the mom bearing and the adept cup system, not a subject of this pi investigation. As discussed before, the root cause for this pi investigation should be considered procedure related with possibly a small aggravation by patient-related obesity but is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and did not identify any material or manufacturing defects, this analysis was also consistent with the medical review completed that indicated that there were no device related factors present despite the moderate corrosion on the stem.